Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 190 lbs. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder/autoimmune disorder:type: fibromyalgia"), abdominal pain ("chronic abdominal pain/abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), abdominal distension ("excessive bloating"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/excessive vaginal bleeding"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem") and tooth disorder ("dental problems"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy- full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, abdominal distension, weight fluctuation, dysmenorrhoea, dyspareunia, urinary tract infection, alopecia, vaginal haemorrhage, urinary tract disorder, bladder disorder and tooth disorder outcome was unknown and the genital haemorrhage and fibromyalgia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013 and removal date of essure as per previous fu: (B)(6) 2016. Plaintiff received treatment for pain: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, gen. Abnormal. Bleed, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Ultrasound scan vagina - on an unknown date: everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder/autoimmune disorder:type: fibromyalgia"), abdominal pain ("chronic abdominal pain/abdominal pain"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("fatigue"), abdominal distension ("excessive bloating"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy- full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, fatigue, abdominal distension, weight fluctuation, dysmenorrhoea, dyspareunia, tooth disorder and alopecia outcome was unknown and the genital haemorrhage and fibromyalgia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, pelvic pain, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013 and removal date of essure as per previous fu: (B)(6) 2016. Plaintiff received treatment for pain: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, gen. Abnormal. Bleed, fibromyalgia. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnormal. Bleed, dental problems, hair loss were added. Event autoimmune disorder was replaced with the event autoimmune disorder: type: fibromyalgia. Event outcome was added for the events: gen. Abnormal. Bleed and fibromyalgia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 190 lbs. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder/autoimmune disorder:type: fibromyalgia"), abdominal pain ("chronic abdominal pain/abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), abdominal distension ("excessive bloating"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/excessive vaginal bleeding"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem") and tooth disorder ("dental problems"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy- full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, abdominal distension, weight fluctuation, dysmenorrhoea, dyspareunia, urinary tract infection, alopecia, vaginal haemorrhage, urinary tract disorder, bladder disorder and tooth disorder outcome was unknown and the genital haemorrhage and fibromyalgia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013 and removal date of essure as per previous fu: (B)(6) 2016. Plaintiff received treatment for pain: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, gen. Abnormal. Bleed, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Ultrasound scan vagina - on an unknown date: everything looked good. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received- lot number were added. New events abnormal bleeding (menorrhagia), bladder problem, urinary problems, uti were added. New reporter, height, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("fatigue"), abdominal distension ("excessive bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (surgery to remove the essure implant. On (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, vaginal haemorrhage, fatigue, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, fatigue, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.